Event description:
It was reported that information was received from a patient regarding the implantable neurostimulation. Patient called to report they had a spinal fusion and the implant got infected so the implant had to be relocated. The issue began right after the surgery probably december 2021 but patient did not provide an event date. The doctors had to relocate the implanted neurostimulator because it was in the way of the l2 and l3 vertebrae. Patient stated that they needed a spinal infusion, but due to the implant site being infected they had to remove the implant. Patient stated that it was infected with "mrsa and all kinds of crap". Patient has had 11 infusions of the cervical and lumbar parts of the spine. That they refer to as "back surgeries". Patient's whole l1 to s2 were fused. Patient started having back surgeries in 2011 and had their first infusion in 2013. Patient clarified that they had 11 back surgeries which were cervical and lumbar spinal infusions. Patient stated every time they fixed one something broke (agent understood this as infusions). Patient's current implant was more for neuropathy than the side that it was originally for.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.